Manufacturer narrative:
(B)(4). This is a report of use error in which the patient did not securely tighten the transfer set to the patient line, causing a disconnection and leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the transfer set disconnected from the patient line causing solution to leak out of the patient line. It was stated that the cassette and transfer set did not have a secure connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.